Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that a patient sample generated an initial architect magnesium result of 8.4 mg/dl. The result was questioned by the physician and the sample was repeated with a result of 2.3 mg/dl. There was no report of impact to patient management.

Manufacturer narrative:
Additional patient information was added to describe event or problem. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. No deviations or non-conformances related to the customer observation were identified. Manufacturing release documents were reviewed and the reagent lot met specifications prior to release. The architect magnesium reagent package insert and the architect system operations manual were reviewed and were found to adequately address the issue. A malfunction was identified as the product failed to meet performance specifications or otherwise perform as intended at the customer site. However no product deficiency was identified.

Event description:
The customer provided data on an additional patient with an elevated architect magnesium result. An initial result of >9.0 mg/dl was generated. The sample was repeated and a result of <1.2 mg/dl was generated. The sample was repeated again and a result of 1.3 mg/dl was generated. There was no report of impact to patient management.